Event description:
Caller states that the customer attempted to use his advantage meter, but was unable to obtain a result due to an error message within specification (e-1). Customer was using expired strips. Customer was feeling hypoglycemic symptoms (drowsiness), and caller gave customer something to eat and drink. No additional adverse events or treatments reported.requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.